Event description:
New information was received stating that the increase in seizures occurred in (B)(6) and that the patient discontinued medications at the beginning of the month. When the patient was started on new medications the seizures stopped. It was stated from the physician¿s office that the battery was depleted and the vns generator was replaced on (B)(6) 2013 due to exhausted vns battery. An implant card was received indicating that the vns generator was replaced due to prophylactic reasons and the lead impedance with the new generator was ok. The generator was sent back to the manufacturer and was received on (B)(6) 2013. Product analysis was performed and the results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported that the patient was going to have his vns generator replaced. The physician was contacted and the nurse stated that the physician notes indicate that the vns was malfunctioning. Additional information was then received which indicated that the patient¿s vns generator was replaced due to break through seizures. It was observed that the vns battery was 50% consumed but the physician thinks that the device may need replacement. Attempts to contact the physician for additional information were unsuccessful to date. The patient's vns generator was replaced on (B)(6) 2013. Due to the physician the vns generator was replaced due to prophylactic reasons.